Event description:
Circuit overflowed with water which got into the infant's nares and the infant desaturated to the 30s. Cannula was disconnected and drained of water. Nurse stimulated the pt to breathe. Oxygen setting needed to be turned up and the pt recovered without requiring further resuscitation.